Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report that the insulin pump alarmed motor error and motor position encoder error during prime. Customer's blood glucose levels were not included in the report. No significant events leading to the alarms were observed. Customer was able to rewind the insulin pump. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
The insulin pump passed the rewind, idle current, ran current, basic occlusion, prime and displacement tests. The insulin pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirmed in the history file. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform off no power test, unexpected restart error test, occlusion test, no delivery test and verify low reservoir alarm anomaly due to motor error alarm. No motor position encoder error alarm, check setting alarm or memory erased anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.